Event description:
Information received from FDA user facility report number (B)(4). On (B)(6) 2013, during a fistula repair procedure using an adhesive material, it was reported that the marathon catheter ruptured proximal to where the adhesive was to be administered. The patient expired the same day

Manufacturer narrative:
The device involved in the event is kept by the institution and will not be returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The correct user facility number is (B)(4). Reference (B)(4) follow-up 1.